Manufacturer narrative:
The device was not returned for analysis. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during stent deployment the sheath was too close resulting in the stent to inadvertently deploy partially into the sheath; thus resulting in the reported difficult/delayed activation. Manipulation of the compromised device resulted in the reported stretched stent. As reported, surgery was performed to cut off the part of the stent that was protruding. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a lesion in the femoropopliteal. Two supera stents were implanted without issue. The 5.50x150mm supera self expanding stent system (ses) was advanced to the target lesion however during deployment the stent deployed partially in the sheath and the stent elongated. Surgery was performed to cut off the part of the stent that was protruding. No additional information was provided. Subsequent to the initially filed eumir report, additional information was provided. It was reported the procedure was to treat a lesion in the femoropopliteal. The lesion was prepared with balloon dilatation and atherectomy. Two supera stents were implanted without issue. The 5.50x150mm supera self expanding stent system (ses) was advanced to the target lesion however during deployment the stent deployed partially in the sheath and the stent elongated. The stent was deployed throughout the femoropopliteal lesion in diseased and healthy tissue. Surgery was performed to cut off the part of the stent that was protruding. No additional information was provided.